Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient didn't think sometimes that the equipment was working. They said they didn't know when they felt the stimulation last. They said sometimes the stimulation was really strong and irritated them. They said when they went to have the battery checked the doctor and the rep were there. They told them it irritated them. They said occasionally they had to turn stimulation down or off. They were told it appeared that they had turned their stimulation off alot and they said they had not. They said they saw the doctor to have the battery checked maybe a year and a half prior. They thought that particular day the doctor and the rep said the battery was working. They inquired about having the system removed. They reported this was a gradual change in therapy/symptoms. No further complications were reported or anticipated.